Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and motor rate error was recorded in history related to reported problem. During analysis, the reported issue was able to be duplicated. Service replaced worm coupling also replaced worm gear, lead screw and both clutch halves for preventive.

Event description:
It was reported that a motor rate error was experienced.